Event description:
A field service representative (fsr) was splashed in the left eye with waste liquid while servicing the architect i2000sr processing module. This occurred while replacing the wz1 needle temperature tube. The fsr immediately rinsed the eye with plenty of water. No further treatment was received. No impact to patient management was reported.

Manufacturer narrative:
A field service representative (fsr) was splashed in the left eye with waste fluid while replacing the arc tbg/sn tp wz on architect i2000sr serial number (B)(6). The fsr was not wearing safety glasses or face shield. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc tbg/sn tp wz did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc tbg/sn tp wz was identified.

Event description:
A field service representative (fsr) was splashed in the left eye with waste liquid while servicing the architect (B)(6)processing module. This occurred while replacing the wz1 needle temperature tube. The fsr immediately rinsed the eye with plenty of water. No further treatment was received. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.